Event description:
Patient has extremely debilitating episodes. In order to help sort out her symptom complex, she previously underwent reveal internal loop recorder placement a few months ago. On follow-up of her device, it was noted that it had loss of recording with long periods of asystole. Itwas not clear whether this is due to device malfunction or inappropriate contact. She was recommended to represent for revision.